Event description:
This pt had peroneal tendon repair, the polysorb suture used during the procedure failed to dissolve leading to a post-op infection requiring debridement, treatment through our wound center and antibiotics, this is the 2nd of 4 cases, the only common denominator in the equipment used on these pts is this polysorb suture that failed to dissolve. Pt was taking an antibiotic prior to the wound opening so the culture was deferred per md. Disruption of external operation.